Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind and e70 error alarm was confirmed in the alarm history due to motor encoder signal out of phase. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed motor error and motor position encoder error. Customer's blood glucose levels were not included in the report. Customer reported that the insulin pump was worn during a magnetic resonance imaging (MRI). Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.